Manufacturer narrative:
The investigation was performed based on the available information, the electronic log file. The reported event could be confirmed by means of the log entries. The device detected an inoperable flow sensor. The recorded information indicates that the electrical connection was interrupted. In addition, a large leak was detected. This goes along with the reported information that the flow sensor broke. Based on the available information it is likely that the flow sensor broke due to mechanical impact/ external force, e.g. By accidently pulling the flow sensor cable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that there was a failure of the flow sensor. Upon review of the log file it was also detected that there was a failure of the ventilator. No injury reported. Device generated alarm. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Event description:
It was reported that there was a failure of the flow sensor. Upon review of the log file it was also detected that there was a failure of the ventialtor. No injury reported. Device generated alarm. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.